Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that since yesterday the patient had noticed that one of the leads on their left side had moved and was poking them in the tailbone, like a pimple, and it hurt and they could barely sit. When asked, the patient said they hadn't had any falls or trauma, however, they said they had lost 55 pounds and they could feel it move. The patient said they called their new urologist's office and they were told to call [the manufacturer]. An email was sent to field staff alerting them to the issue. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient provided the name of their new managing urologist.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID: 978a133, (lot: va2e04s); product type: 0200-lead; implant date: on (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.